Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shock impedance for this patient's right ventricular (rv) lead. To date, the device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.